Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the videoscope display error message e226 (scope communication error) . There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a kink was identified in the image sensor unit cable within the bending section. This deformation likely compromised the output signal wire, resulting in either a break or a short circuit, which in turn led to the image defect reported. Additionally, the bending section cover glue was observed to be chipped. This finding suggests that the cable kink may have resulted from excessive external force applied to the bending section, potentially during oblique insertion into a trocar or withdrawal while bent. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.